Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging contrast issue. The reporter alleged screen is dim and used to be much clearer. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.